Manufacturer narrative:
H6: codes updated. The suspect device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. No service history review could be conducted because the serial number was not provided. The reported complaint device display screen was blacked out could not be confirmed. Based on the information provided, a probable cause could not be determined.

Event description:
It was reported that the pump displayed was blacked out, making it difficult to monitor pump's status or settings. The pump continued running in the background. Attempts to power cycle and replace the batteries did not resolve the issue. There was patient involvement and no harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.